Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for redness, as the photo review showed redness of the skin in what appears to be the port implantation area. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. No lot number was reported and therefore no lot sterilization records can be identified. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient allegedly experienced redness of the port site and track one day post port catheter implant. It was further reported that the nurse would not use the device for chemotherapy and the patient was started on antibiotic medication. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the patient allegedly experienced redness of the port site and track one day post port catheter implant. It was further reported that the nurse would not use the device for chemotherapy and the patient was started on antibiotic medication. The patient status is unknown.